Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon was functional.

Event description:
Info received on 9/19/97 indicates the entire device was removed from the pt on 9/8/97 due to erosion.